Event description:
It was reported that the faradrive steerable sheath was selected for use for an unknown procedure. During the procedure, air was consistently drawn while attempting air removal after catheter (non-bsc) insertion. The procedure was successfully completed using a replacement device. No patient complications were reported. The product will be returned for analysis. It was further reported the faradrive steerable sheath was selected for pulse field ablation procedure to treat paroxysmal atrial fibrillation. Infusion pump was used for the irrigation of sheath. The guidewire was located beyond the catheter. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that the faradrive steerable sheath was selected for use for an unknown procedure. During the procedure, air was consistently drawn while attempting air removal after catheter (non-bsc) insertion. The procedure was successfully completed using a replacement device. No patient complications were reported. The product will be returned for analysis.

Manufacturer narrative:
Update to describe event or problem b5: and d9 returned to manufacturer date.

Event description:
It was reported that the faradrive steerable sheath was selected for use for an unknown procedure. During the procedure, air was consistently drawn while attempting air removal after catheter (non-bsc) insertion. The procedure was successfully completed using a replacement device. No patient complications were reported. The product will be returned for analysis. It was further reported the faradrive steerable sheath was selected for pulse field ablation procedure to treat paroxysmal atrial fibrillation. Infusion pump was used for the irrigation of sheath. The guidewire was located beyond the catheter. No other issue has been reported.